Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-408a-1863: the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that fiber loss of efficiency was noted @ 14654 joules; 3 minutes 38 seconds. The procedure was completed with the use of a second fiber. Patient outcome "no damage to the patient" reported.